Manufacturer narrative:
UDI # (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6056t508 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units. This is the fourth of four reports. Refer to 8030647-2016-00214 for the first report. Refer to 8030647-2016-00215 for the second report. Refer to 8030647-2016-00216 for the third report. It was reported that the tube adapter tips broke off during extraction. No further information has been provided at this time.